Event description:
It was reported a vns therapy patient passed away. The patient experienced cardiac adverse events 4 months prior to the patient's death. Follow up with the medical professionals did not reveal an exact cause of death as no details of the patient's passing were provided by the patient's family; however, the treating physician stated it was "probably not related" to vns therapy. Follow up with the county medical examiner's office did not know the cause of death as an autopsy was not performed. Manufacturer reviewed available programming/diagnostic history and the most recent device diagnostic test was performed in early 2007, at which time the results were with in normal limits. A battery life calculation revealed the patient's generator was 6.01 years until the elective replacement indicator read "yes". Good faith attempts to obtain the cause of death listed on the patient's death certificate, as well as the patient's vns therapy system for analysis, have been unsuccessful to date.